Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of metal chipped off.

Event description:
It was reported that a piece of metal chipped off.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inner sheath was visually inspected for damages, and the distal tip is damaged. The distal tip of the sheath is missing a small piece. Unable to function test due to the damage the probable root cause could be handling during cleaning/processing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.